Event description:
Journal article received: medial migration of lag screw with intrapelvic dislocation in gamma nailing-a unique problem - a report of 2 cases; lucke m., burghardt r.d., siebenlist s., ganslmeier a., stockle u; journal of orthopaedic trauma. 2010 feb; 24 (2):e6-e11; reported: medial migration of screw fixation devices, synthes proximal femur nail, was noticed. This was described as the opposed migration of the lag screw in lateral direction and of the anti-rotational screw to the opposite direction. In unknown case reports and an unknown biomechanical study, it was noticed that the single screw devices only had a medial migration. It is unknown if the products were a synthes device. The parts and lot numbers for this device are unknown. A copy of this literature abstract is being submitted with this medwatch. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis journal of orthopaedic trauma, volume 24, number 2, feb 2010 placeholder.